Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of broken intraocular lens. The patient was not affected. The lens was replaced with another lens. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The returned photos show 1) an iol under a microscope. The haptic tip appears to be broken or torn missing. 2) an iol on top of an opened company nozzle. The haptic tip appears to broken or torn missing. Based on our observation of the attached photo, the haptic tip appears to broken or torn or missing. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).